Event description:
A (B)(6) female pt contacted zoll customer support to report that his device was emitting a loud screeching noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (screeching) has been confirmed. As received, the monitor was continuously resetting. Upon eval, there was communication problems with the dsp component u500 on computer/analog (ca) board sn (B)(4). The cause for the screeching resetting is the communication faults. The cause of the communication faults is the defective u500 component. The root cause of the defective u500 could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.